Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# j0504268v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that six months ago patient had her leads replaced. The patient stated that maybe because they were not strong enough and health care provider (hcp) felt like she needed new leads. The patient reported that they put in something else new too but she does not know what it was. It was indicated that patient symptoms had been very bad for about a year. Additional information received later indicated patient had no problem as of this on (B)(6) 2014. A follow-up report will be sent if additional information becomes available.